Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose level of 20 mg/dl. He attributed his low blood glucose level to the insulin pump. The customer stated he would not wear his insulin pump again. The product was not returned. Nothing further to report.